Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the ins is working and is operational. Nothing will be returned and the complaint has been satisfied.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the caller indicated that the patient's ins had depleted. They attempted to charge the ins with the physician recharge function for about 3 hours yesterday. The patient saw a por message. Today when attempting to interrogate, the clinician tablet did not communicate with the ins and the recharger would not start a normal charging session. The caller started a prm during the call. Tss had the caller end the prm after about five minutes and try to start a normal charging session but the reposition antenna message was displayed. The issue was not resolved through troubleshooting. The caller was going to continue charging with the patient for one additional prm session. The caller indicated that if they could not communicate with the ins after that session they would review information with the md and determine how to proceed. The caller indicated that the patient had a previous overdischarge event, see (B)(4) additional information was received from the rep. It was reported that several recharge sessions were attempted and unable to restart the device. The issue was not resolved at this time, rep is working with patient to request if the pt is wanting the ipg replaced/ removed. Patient's weight was asked but unknown. The provided information has been confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.